Event description:
To summarize this event, a pt was implanted with a 16mm amplatzer septal occluder ("aso") in 2009. A couple hours later, the patient had tamponade and pericardiocentesis was performed. The patient was referred for surgical exploration and the a small tear in the left atrium was observed. The aso was removed, the defects were repaired and the patient was reported to be doing well.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.